Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing, sinus issues. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, sinus issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. Pil can confirm the presence of contamination in the airpath. Pil found no evidence of sound abatement foam degradation and breakdown. Powered up the device and confirmed airflow using a known good power supply and power cord. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.  Section e1, which was missed in the initial report, was captured in this report. Section h6 updated in this report.